Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia while newly using the ilet bionic pancreas, with glucose trending low after food and beverage intake that was not consistently announced and a brief user-initiated pump disconnect; the device was reported to reduce and stop insulin as glucose decreased, and the user treated lows with oral carbohydrates per troubleshooting and education. Symptoms included low blood glucose with a nadir of approximately 54 mg/dl. Outcomes included transient interruption of normal activities without hospitalization or professional medical intervention. Investigation included complaint history review and user troubleshooting and education. Investigation of this case revealed use-related factors during the learning phase, variable meal announcements, and device-appropriate insulin modulation in response to declining glucose. It was concluded that the event was consistent with hypoglycemia with cause unclear and that the device operated as designed with no evidence of malfunction.